Manufacturer narrative:
Philips service resolved the issue by setting up the user profile in psc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system log on was not possible, and continuous rebooting was observed on an azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.